Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on august 9, 2018, the patient was prescribed and implanted with an option elite retrievable ivc filter on or about (B)(6) 2016 by dr. (B)(6) at (B)(6) cancer center in (B)(6). The patient had a scheduled retrieval procedure approximately 2 months later, on or about (B)(6) 2016 by dr. (B)(6) at (B)(6) cancer center. The physician was unable to retrieve the device. The patient had a second scheduled retrieval procedure approximately 1 month later, on or about (B)(6) 2016 by dr. (B)(6) at (B)(6) cancer center. The physician was unable to retrieve the device. The patient alleges filter thrombosis post implant occurred, as well as, embedment, tilt and perforation. Argon¿s attorneys are attempting to gather additional information.